Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after the procedure was completed, the 3 cm ht balance guide wire was being removed from the sheath when it broke in 2 parts. There was not resistance met during advancement or removal. There were no adverse patient effects and no clinically significant delay in the procedure. The procedure was completed with another unknown brand guide wire. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents/complaints from this lot. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. In this case, the kinked core and stretched/misaligned coils noted during return analysis indicate that the guide wire likely interacted with the patient¿s anatomy or an accessory device during the procedure. Additionally, the noted scratched teflon on the proximal end of the guide wire is possibly due to interaction with the torque device. Additionally, return analysis noted the core was bent at the separation, this is an indication of tensile overload at a kink or bend prior to separating, likely due to manipulation of the guide wire. There is no indication of a product quality issue with respect to manufacture, design, or labeling.